Event description:
The angio-seal device was deployed at the bifurcation in the superficial femoral artery and a vessel occlusion occurred. The angio-seal device was explanted and the vessel repaired. The pt recovered successfully.